Manufacturer narrative:
The manufacturer previously reported a failure of the ventilator's blower motor. There was no harm or injury reported. During additional evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's sensor board was replaced to address the issue.

Manufacturer narrative:
Device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging an issue related to a ventilator's flow was observed. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. During evaluation, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower motor needs replaced to address the issue.